Event description:
It was also reported that the battery gauge was fluctuating and that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. Customer¿s blood glucose (bg) level was above 600 mg/dl. The elevated bg was treated with a manual correction injection. The customer required assistance from another individual, however the details were not provided by the contact. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.